Event description:
On (B)(6) 2025, patient stated they thought their IV came out when ambulating. The rn observed the IV appeared to be out of the patient's arm under an intact dressing. The dressing was removed and the rn observed that the IV was out of the patient's skin. The hub of the device was disconnected from the catheter that goes inside of the vein. Unable to detect on ultrasound from rrt. On (B)(6) 2025: CT scan "note is made of a very short radiopaque structure located just deep to the skin surface along the volar surface of the right forearm. There is minimal adjacent inflammation without abscess. This appears to be within the subcutaneous fat, just deep to the skin surface, not in a vessel. Findings consistent with a retained foreign body."